Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was met while loading the cartridge with insulin. Customer changed the syringe needle and cartridge was successfully loaded. There was no reported impact to customer's blood glucose.